Event description:
Device returned to MFR with a report of the pump under infusing for 3 months and then after catheter revision began over infusing tremendously. Troubleshooting performed with advice from MFR's technical service dept. Per hcp the pt did not notice any difference in pain relief or any other symptoms during the time the pump was over infusing. The pump was filled with normal saline to test function and found to be over infusing on follow up checks of the device. Pt also has an implanted stimulator which pt used heavily. The pump was replaced and after the replacement, the pt has used the stimulator very sparingly. The pump refill residual volumes thus far, have been very accurate. The pt will resume using the stimulator after the hcp determines that the pump is functioning accurately.